Event description:
It was reported that a crack on the hinge of aseptic battery housing was found. No consequences or impact to the patient. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: netherlands. Review of the most recent repair record determined there was a crack on the hinge, no leak of ab housing and no function impacted. The unit was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.